Manufacturer narrative:
An event regarding dislocation involving an unknown implant femoral component was reported. The event was confirmed. Method & results: device evaluation and results: not performed as the subject device was not returned. Medical records received and evaluation: the provided medical records were reviewed by a consulting clinician who indicated: "an x-ray dated (B)(6) 2016 is an ap of the pelvis demonstrating the constrained liner disassociated at the outer bearing with the locking ring intact and remaining at the acetabulum with a proximal dislocation of the femoral component.". Conclusions: the medical assessment confirmed the dislocation of the femoral component but the root cause could not be determined because the device was not returned. No further investigation for this event is possible at this time. If devices and/or additional information become available, this investigation will be reopened.

Event description:
The customer reported that the patient was implanted with a constrained acetabular insert and v40 femoral head on (B)(6) 2016 and that the patient and required surgery on (B)(6) 2016 for a dislocated proximal femur replacement 6 weeks post surgery.